Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the device was opened and being prepared, the thread broke. There was no patient involvement.